Event description:
At 1945 hrs on 12/31/96 pt came into the emergency dept. With acute diarrhea. At 0045 hrs on 1/1/97 pt was transferred to nursing unit. At approx. 0400 hrs 1/1/97, the nurse found the pt wedged at the thorax between the left siderails (both siderails on each side had been raised). Pt died on 1/5/97.